Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The adjustable pressure limiting valve was replaced, and the unit was returned to service. The customer contact reported their is no patient information available.

Event description:
The hospital reported the unit was unable to manually ventilate. There was no report of patient injury.